Event description:
It was reported that there was a noise problem on an atrial lead. Patient presented in clinic with symptoms of fatigue. Atrial arrhythmias may be the primary cause of symptoms. Noise was reproducible with positional testing. Sensitivity has been decreased and lead will be continued to be monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.